Event description:
It was reported that a patient underwent a hysterectomy vault closure on (B)(6) 2021 and barbed suture was used. Patient could feel the suture 3 months post surgery. Surgeon could feel the suture on examination as well. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? It was reported the patient could feel the stratafix suture 3 months post surgery, could you please clarify if the patient are referring that the suture does not fully absorb within the specified absorption profile? Please provide more details was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the product code? What is the lot number? Additional information was received: this complaint refers to the vault closure in hysterectomy although a specific code is unknown at this point. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g/m.